Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated at a routine follow-up clinic visit and the device was found to be unable to communicate and no tones could be heard with magnet application. Three different programmers and telemetry wands were tried. The device was explanted, replaced and returned to guidant for analysis.